Manufacturer narrative:
Additional information was received which was not provided with the initial report. The additional information has been provided with this report.

Event description:
It was reported that the customer was using the insulin pump during their hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose 40 mg/dl. The customer's current blood glucose is 166 mg/dl. The customer was treated with food. Troubleshooting was done for low blood glucose. The customer said that his wife called emergency medical services once or twice. The insulin pump will not be returned for analysis.